Event description:
The initial reporter complained of questionable glucose results from an accu-chek inform ii meter serial number (B)(4). At 9:59 am the meter result was 426 mg/dl. At 10:01 am the meter result was 106 mg/dl. The erroneous results were reported to both the nurse and the patient. There was no allegation of an adverse event. The patient has a hematocrit of 34.5 percent. Daily control results were acceptable. The affected test strips have been requested for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.